Event description:
Customer stated canister imploded before use, but after being setup for a procedure and ready for use. There was one staff member in the room at the time. The male staff member was treated for cuts to his face and head area. He also was treated for noise-induced hearing loss and will be monitored.

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. The actual sample was returned by the customer for review. A visual examination of the returned sample was completed by quality and engineering management. The sample exhibited damage indicative of an implosion event where portions of the bottom of the canister were blown out and along the sides of the canister. No lot number was provided by the customer; therefore, an investigation of the manufacturing device history record could not be performed. The lid date code was 03/15 (march 2015) which represents the date of manufacture (± 2 months) of the lid. Testing by our laboratory personnel was completed in order to replicate the reported incident. Twenty units were kept under static vacuum for four hours without any cracks or implosions. Another twenty units were tested to determine the rupture strength of the canisters. No units imploded when tested at the psi levels of specification range. Additional testing by our laboratory personnel was completed. An additional sixty units were kept under constant vacuum for four hours without any cracks or implosions. Therefore, with the information provided and the testing completed in our laboratory, no specific assignable cause can be determined based on the product design or manufacturing conditions. Without a specific assignable cause, no specific corrective action can be taken; however, we will continue to monitor concerns such as these for possible future actions. For customer awareness, it is recommended that the customer review the unit for damage prior to use and replace cracked or damaged units prior to use. Per the directions for use included with the product, it is not recommended to subject the canister to vacuum when not in use.